Manufacturer narrative:
Correction: corrected to fit the work order complete. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined through reproducibility analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the site was unable to navigate the biopsy needle. The tumor was shallow in the brain so the health care professional was able to obtain the sample without navigating the needle. There was less than an hour delay in the procedure. There was no impact on patient outcome.